Event description:
The graft was implanted as a double bypass graft to correct an aortic aneurysm. Six hours after the graft was implanted, both bypasses thrombosed for reasons unk at this time. The pt developed acute ischemia of both legs and sensory paralysis which were immediately treated by thrombectomy of the two bypasses. No further thrombectomy was done. The ischemia was resolved and the distal pulses were restored. The doctor has noted that thrombectomy was done. The ischemia was resolved and the distal pulses were restored. The doctor has noted that a thrombotic assessment will be conducted and anticoagulant treatment will be continued for three months. The doctor also stated that thrombotic disease was suspected due to a personal history of deep-vein thrombosis and a family history of infarction.